Manufacturer narrative:
The complaint devices are not being returned, therefore is unavailable for a physical evaluation. Further, a review into the depuy synthes mitek complaints system revealed no other complaints of any kind for these lots of devices that were released to distribution. We cannot discern a root cause for the reported failure mode. At this point in time, no corrective action is required and no further action is warranted. This file will remain receptive to any potential forthcoming information received that is pertinent and germane to this issue. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. (B)(4). This report is being filed from the etq complaint management system as required under mitek's corrective and preventative actions (CAPA) to file USA FDA MDR missed malfunctions.

Event description:
This is report 1 of 3 for the same event. It was reported by the sales rep reported that during a shoulder procedure, it was observed that the tip of three of the customer's vapr s90 electrodes appeared to be burnt/charred. The sales rep stated that the generator was swapped out with a second generator when using the third electrode thinking the device failure maybe caused by the generator but same result occurred. The sales rep stated that there was no sparking or arcing and that the electrodes were not near metal. The sales rep stated that the surgeon stopped using the devices immediately and no debris fell into the patient. The sales rep reported that the surgeon was able to complete the procedure with another like device using the second generator with no further issues. The sales rep reported that there were no patient consequences but there was a four minute delay in the procedure. The sales rep stated that the generator settings were default and neptune was used for suction. The sales rep stated that the electrode was not reprocessed. The sales rep reported that the devices were not used continuously and the failure occurred in the beginning of the procedure. The sales rep stated that the devices were not buried in tissue and were activated in saline. The sales rep stated that the devices were discarded. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Evaluation statement: the complaint devices are not being returned, therefore is unavailable for a physical evaluation. Further, a review into the depuy synthes mitek complaints system revealed no other complaints of any kind for these lots of devices that were released to distribution. We cannot discern a root cause for the reported failure mode. At this point in time, no corrective action is required and no further action is warranted. This file will remain receptive to any potential forthcoming information received that is pertinent and germane to this issue. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI: (B)(4). Associated medwatch report number: 1221934-2018-50728 and 1221934-2018-50729.